Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, had poor sensing and high thresholds. A lead revision was attempted but the physician was unable to obtain a good location. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage; the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).